Manufacturer narrative:
Insulin pump did not have a battery when received. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: the download history file shows multiple alarms and insulin pump reset to factory default. Insulin pump alarmed due to corrupted history file. There is no data listed for august 2014. Insulin pump passed delivery volume accuracy test 97.04 percent accuracy.

Event description:
Customer's wife reported that customer passed away on (B)(6) 2014. He was chronically sick. Last october, customer had an event where he had chronic nausea and vomiting. He had diabetic ketoacidosis and renal failure. He was so sick that he tore some tissue while coughing. Customer was on blood thinners. He was found in the restroom on the floor. He died of pulmonary arrest. It was unknown whether customer was wearing the device when he passed. Customer's wife did not believe the insulin pump had anything to do with customer's death. She did not provide any other details regarding customer's death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).